Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd january 2026, it was reported by an arthrex employee via email that ar-8991 dx fibertak suture anchor, #2 mts w/ ndl, batch 15420715, had pulled out from the fibula bone socket during the final tensioning of the extensor retinaculum to the fibula in a procedure performed on the same day.